Event description:
It was reported that prior to implant, physician was exercising the helix, and it took 30 turns before it extended. Afterward, the helix could not be retracted. Another lead was implanted and the procedure progressed normally. Patient is fine.